Event description:
While using a byte day aligners, patient had significant jaw pain. They were examined by dentist and found to have infection caused by the aligners. Dentist recommended surgery and stop wearing the aligners permanently.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.